Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that during the initial implant procedure, high pacing impedance was noted on the right ventricle (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.